Event description:
It was reported that the pulse generator exhibited an error message "erroneous parameters detected", nominal setting were restored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.